Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin exit the infusion set tubing during the fill tubing process. Reportedly, the customer attempted to use multiple infusion sets before drops were seen exiting the tubing. The customer did not report if the cartridge was changed or if the same cartridge was loaded. The customer's blood glucose was 312 mg/dl. As the issue occurred in the past, troubleshooting was unable to be performed.